Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the rotational speed reached 200,000rpm. The dfu states that "ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes." (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03811. It was reported that a rotawire fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 1.50mm rotalink¿ plus and rotawire¿ were used and advanced to treat the target lesion. During preparation outside the patient, the rotational speed was set at 200,000rpm. It was then noted that the rotawire¿ was detached and rotation was stopped. Another rotawire¿ was exchanged but the burr was unable to get through the wire. Therefore, another 1.50mm rotalink¿ plus was exchanged and the procedure was completed. No patient complications were reported and the patient¿s condition was good.